Event description:
It was reported that while patient (pt) was sitting, they got a sudden shock from their stimulator that brought them to their knees. Pt felt like they were being hit with a taser. The intense pain subsided when pt turned the ins off, but they still noted discomfort at the ins site. Patient is unable to keep the ins on at this point because the shocking pain is too intense. Patient denies any fall or traumatic event precipitating the onset of the shocking. Patient is scheduled to be seen at hcp's office on (B)(6) for possible troubleshooting on (B)(6) 2023 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported since implant date their spinal cord stimulator (scs) wasn't working and they were in a lot of pain and hurting. Patient noted they had their scs reprogrammed in the past as a scheduled reprogramming, but they couldn't get the scs to work properly. Patient added that yesterday they turned their scs on and they felt like they were getting tased and it hurt like hell. Pt reported they notified their rep of the issue. Agent reviewed role of representative and provided the patient with the nas number for their healthcare provider office. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (b)(2023 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.